Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b19035, h13d16086 and h13c11048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced and was hospitalized for peritonitis on an unknown date. The event details, culture testing, treatment, and outcome associated with this peritonitis event were not reported. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.